Event description:
The customer stated that the central monitoring system (cns) screen froze. Unable to use the mouse and keyboard. The waveforms are frozen. Power cycled unit, and now it will boot past the cns operation boot screen. MFR ref #8030229-2014-00138.